Manufacturer narrative:
E1: patient city: (B)(6), patient country: isreal. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient experienced low blood glucose levels on (B)(6) 2025. It was also reported that the patient went to the emergency room (ER) and was admitted to hospital for less than 24 hours on (B)(6) 2025 and received intravenous (IV) glucose and the patient blood glucose levels while admitting the hospital was 18 mg/dl. The patient had symptoms such as loss of consciousness and the main reason for hospitalization was unknown. No further information was available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action CAPA/FDA action plan.this submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction was submitted on 26-may-2025. However, based on the investigation results done on 19-jan-2026 and clinical review done on (B)(6) 2026, it was determined that the serious injury was not related to the infusion set, and there is no allegation against unomedical products (infusion set). Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.